Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since lot #: 17032136m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant product used: product name: carto® 3 system. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and had force issues since catheter was not displaying any force readings on the carto 3 system. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and a white foreign material was found underneath the ring 1. This condition was not originally reported on the complaint. A follow up was made with the physician and he/she did not recall feeling any unusual resistance when introducing the catheter or when removing the catheter. In fact neither the hospital staff nor the cas noticed the condition found in the complaints lab. Sheath used was the correct one (st. Jude 8.5 fr). Furthermore, a ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle was primarily composed of a polyamide-based color concentrate. It is unknown the origin of the foreign material. Then per the event, the catheter outer diameters were measured and it was found within specifications. Per the reported event, the catheter was evaluated for carto 3, screening test and coil disconnection tester (cdt) and catheter passed all. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The force feature was working properly. Finally, the force sensor resistance values were within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and had force issues since catheter was not displaying any force readings on the carto 3 system. The procedure was completed successfully. This event is being reported because the bwi failure analysis lab received the device for evaluation and found on product returned that ring #1 on proximal side has a small piece of white foreign material underneath it. This finding is reportable because per 21 cfr, part 803, an issue of this type could potentially contribute to a death or serious injury.